Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) shoulder bag pivotal hook broke and the display window tore off on one side. The bag was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The shoulder pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. Image provided by site revealed snap hook joint failure, however, no evidence of the damage to the display window was provided. The reported pivotal/snap hook broke was confirmed, but, the torn display window could not be confirmed due to insufficient evidence. Based on the available information, a possible root cause of the damaged snap hook can be attributed wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.